Manufacturer narrative:
An event regarding revision surgery involving an accolade stem was reported. The event was confirmed as he devices were explanted from the patient and returned for analysis. The reason for revision surgery is unknown. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2020. This inspection indicated: images were obtained for the stem from the superior, inferior, anterior, and posterior views, respectively. Biological material was observed on the main body of the stem. Damage was observed on the trunnion, neck, and main body of the stem consistent with contact against a hard object. Debris was observed on the trunnion and was further analyzed in the sem. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: a material analysis has been performed. The report concluded: damage consistent with contact against a hard object was observed on the proximal surface and distal rim of the acetabular shell. Biological material was also observed on the proximal surface of the shell. Scratching and third body indentations were observed on the articulating surface of the liner; these are common damage modes of uhmwpe. Damage consistent with the explantation process was observed on the distal rim of the insert. Damage consistent with contact against a hard object was observed on the articulating surface and distal rim of the head. Damage consistent with contact against the stem trunnion was observed on the taper of the head. Elemental analysis showed the debris observed on the stem trunnion was consistent with an oxide, base material, corrosion product, and biological material. Elemental analysis showed the head debris was consistent with an oxide, corrosion product, stem material transfer, and biological material. The debris observed in the region of damage on the stem trunnion and head taper were consistent with the product of fretting corrosion. Elemental analysis showed the insert debris was consistent with biological material and an unknown material. The base materials of the stem and head are consistent with the astm f1813 and astm f1537 alloys, respectively. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including reason for revision surgery, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Dr. Performing revision mentioned black residue on stem and inside of femoral head and implants were extracted from patient. Osteoremediies antibiotic spacers used.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Performing revision mentioned black residue on stem and inside of femoral head and implants were extracted from patient. Osteoremediies antibiotic spacers used.